Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent various unrelated surgical procedures wherein the ipg was never placed into surgery mode. The ipg became unable to communicate with external device. It is uncertain if the ipg reached eol or that it was fried in any of the various unrelated surgical procedures. Troubleshooting has been unable to resolve the issue. The next course of action has not been determined at this time.

Event description:
It was reported surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. In an update posted 27 sep 2024 it was reported there were no updates on the patient. The rep was informed the record would be closed and re-opened as needed for future updates.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient's ipg stopped communicating/ is inoperable was reported to abbott. The patient underwent an unrelated surgery where the patient's ipg was not placed into surgery mode. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.